Event description:
Reporter alleged at 6:30 am. Customer woke up feeling sweaty, shaky, and light-headed however, was unable to test on the meter due to an error, so she called emergency medical technicians (emts). It was stated emts arrived within 5 minutes and their device read 50 mg/dl, so customer was given glucose tablets before being taken to the hospital, where their device measured 107 mg/dl within another 30 minutes. Customer stated being admitted overnight to the hospital as a result. A request was made for the return of the suspect device and replacement product was sent.